Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, noisy image was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the sandstorm image and noisy image were due to damage to the circuit board of the scope connector. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a sandstorm image on the monitor. The issue was identified during inspection for use. There were no reports of patient harm.